Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a broken monitor connection outlet causing unit to fail fiber optics test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field - b4, g3, g6, h2, h11. Corrected field - h6 investigation conclusions.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1 (initial reporter, event site email), e2, e3, e4, g2. It was reported that during preventative maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) had a broken monitor connector. There was no patient involvement or harm reported. The getinge field service engineer (fse) that found the connector damaged, replaced front end board. Functionality checks passed factory specifications. Returned for clinical use upon completion. The failure analysis and testing department received the parts with a reported unit failure of broken monitor connection outlet. The fat dept. Performed a visual inspection and found that the j5 connector is broken on the received front end board. Due to the broken j5 connector on the received pcb, it cannot be installed and investigated any further. Retaining the front-end pcb board in the failure analysis and testing department per procedure.